Event description:
The pt stated that he experienced an elevated blood glucose level of 315 mg/dl. He reported his target blood glucose range to be 80-120 mg/dl. The pt did not report any symptoms of elevated blood glucose. He changed his infusion set and infusion site. He then administered a bolus of insulin to decrease his elevated blood glucose level. The pt reported that his blood glucose level returned to his target range (within two hours). He stated that "it must have been my site because my blood sugar went down". The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.